Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported shocking at the implantable neurostimulator (ins) site. The patient confirmed the implantable neurostimulator is on. There was no trauma or fall associated with the issue. The patient reported the issue was related to position movement. The patient noted when she is sitting she has to sit half on her seat so she does not get shocked. The patient is going to follow up with her healthcare professional (hcp) for an appointment to have the system evaluated. The patient reported the symptoms are sudden in nature. A hcp reported that after the patient reported the incident she shut off the stimulator, the sensations continued. The hcp noted the sensation sound like they are not electrical, but related to implant position under the skin. The patient noted that in may she had gone through security at the airport, but the ins was off. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.